Manufacturer narrative:
H3: evaluation determined that the tool is broken near the head. The likely cause of the failure could be due to excessive side load was likely placed on the tool during cutting, which induced fracture . It was also noted that the fracture face is rough and relatively perpendicular to the stem and head portion was not returned . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic transsphenoidal resection of a pituitary tumor, the burr head fractured, rendering the device unusable. It was also reported that there is a 5 minutes of surgical delay and the procedure completed with backup products. Additional information was received stating that there was no patient impact.

Event description:
It was reported that during endoscopic transsphenoidal resection of a pituitary tumor, the burr head fractured, rendering the device unusable. It was also reported that there is a 5 minutes of surgical delay and the procedure completed with backup products . Additional information was received stating that there was no patient impact.

Manufacturer narrative:
H3:no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.